Event description:
It was reported that the collimator on the 9800 system is sticking. It was noted that this is an on going issue and prior to this issue the screens go off and come back on. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Adjusted the ps1 and ps2 power supplies. Recommended that ps1 and ps2 are replaced at the next pm. The system was tested and found to be working as intended and placed back into service.